Event description:
Same case as MDR ID: 2134265-2015-05335. It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery (rca). A 330cm rotawire¿ was advanced to treat the target lesion. During the procedure, a 1.25mm rotalink¿ plus was used successfully in the proximal rca. The 1.25mm rotalink¿ plus was then exchanged for a 1.50mm rotalink¿ plus and advanced. It was then noted that the rotawire¿ had knotted and at the same time a gas leak was heard with the advancer. Suddenly, the rotawire¿ broke in the inner vessel and was not able to be retrieved after several attempts. After an hour, a cardiovascular surgeon was brought in to remove the broken wire via surgery. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. The coil proximal to the handshake connection was observed to be kinked. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The complaint unit could not be wet tested due to the kink in the coil proximal to the handshake connection. The complaint advancer was dismantled and the ultem was found to be melted. The annulus of the device was inspected and was observed to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as device analysis revealed that an insufficient flow of saline was used during the procedure. The dfu states that ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05335. It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery (rca). A 330cm rotawire¿ was advanced to treat the target lesion. During the procedure, a 1.25mm rotalink¿ plus was used successfully in the proximal rca. The 1.25mm rotalink¿ plus was then exchanged for a 1.50mm rotalink¿ plus and advanced. It was then noted that the rotawire¿ had knotted and at the same time a gas leak was heard with the advancer. Suddenly, the rotawire¿ broke in the inner vessel and was not able to be retrieved after several attempts. After an hour, a cardiovascular surgeon was brought in to remove the broken wire via surgery. No further patient complications were reported.